Manufacturer narrative:
Product event summary: the data files were returned and analyzed. It was noted that the workstation did not boot up. This is not a software anomaly and is indicative of a hardware issue on the computer tower unit. The mapping system software launches only after the workstation successfully boots up. In this event the mapping software did not launch. The error message displayed on the monitor on failed boot-up is not related to the mapping system software. The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the issue (aborted under general anesthesia) cannot be assessed through data analysis. The device was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system error occurred when the workstation was not able to boot up due to a software issue. The procedure was aborted after transseptal device usage and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.